Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of about 43 mg/dl at the time of the incident. The customer dropped 180 points in one hour after being 223 mg/dl at the time of the initial call. The customer was given intravenous fluids and juice to treat. The customer had forgotten to disconnect the set from their body before a fill tubing procedure. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.